Event description:
It was reported that the patient presented in ER with complete heart block after a fall at home. Device interrogation revealed intermittent loss of capture at max output. Dislodgement was noted under x-ray. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.